Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a difference between the sensor and the blood glucose readings. Customer stated that they were being alerted for a low blood glucose reading when they were not really low. It was noted that the customer received multiple threshold suspend alerts at night, causing high blood glucose readings. Customer stated that they have woke up with blood glucose readings of 600 mg/dl due to receiving a low suspend alarm at night. Customer stated that they treated with a syringe. No further information reported.